Event description:
The customer reported that the system would not power on. This issue will not allow the system to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The main power cable was evaluated and found to be the cause of the issue. No conclusion can be drawn as repair info is unavailable and no additional service info was provided.